Event description:
After a turp procedure, the beak of the resectoscope sheath was found missing. Don't know when or where it broke off, or if it was left inside the pt's bladder. There was no injury to the pt at this time. The involved sheath has been returned for repair, without mention of potential injury. It has been processed as routine repair without further investigation or evaluation.